Manufacturer narrative:
The physician has chose to retain the device; therefore, the device will not be returned to the MFR (MFR.) For analysis. Since the device was not returned to the MFR. For analysis, the MFR.'s investigation of this event was limited to a trend analysis and review of the device history record. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to this event. Based on the info available and due to the unavailablity of the device, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. The customer has been notified of the MFR.'s findings. No further details are available. The MFR. Is now closing the file on this event. Submitted to the FDA 4/16/1998.

Event description:
Triumph I infuse-a-port was inserted on 9/26/97. On 10/31/97, pt. Had chest x-ray which revealed fractured catheter. On 10/31/97, pt. To radiology for removal of fractured portion of the catheter. Snare removal of subclavian catheter fractured at junction of insertion of the subclavian vein. On 11/5/97, pt went to surgery for removal of remainder of port and catheter and insertion of new device.

Event description:
Triumph I infuse-a-port was inserted on 9/26/97. On 10/31/97, pt. Had chest x-ray which revealed fractured catheter. On 10/31/97, pt. To radiology for removal of fractured portion of catheter. Snare removal of subclavian catheter fractured at junction of insertion of the subclavian vein. On 11/5/97, pt went to surgery for removal of remainder of port and catheter and insertion of new device.